Event description:
Emitted a beam from end tip during operation causing a burn on the mesentery. No surgical intervention required.

Manufacturer narrative:
Dist did not return device to conmed for eval/investigation. MDR filed late due to awaiting report of incident and promised return of suspect device.